Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. The main lumen could not be flushed during the procedure. An alternate device was used to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis as it was retained by the customer.